Manufacturer narrative:
The final investigation results reported the complaint was caused by handling of the device without patient contact either during the clinical procedure or unpacking/preparation. Therefore, the most probable root cause is handling damage.

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation performed on (B)(6) 2011. According to the complaint, the nurse opened the package and observed that the distal tip of the balloon was bent and the balloon appeared to have an 'abnormal shape'. The balloon appeared to be not folded properly, bunched up. The nurse handed the device to the physician and he attempted to insert it into the working channel. The device would not advance through the scope. No vacuum was applied during insertion. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Patient age, gender and weight are unknown. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. Preliminary investigation results based on the clinical information provided revealed the most probable root cause of the distal tip being bent and the balloon being deformed was due to the user not applying a vacuum while removing the protective sleeve as stated in the directions for use (dfu).

Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that a cre balloon dilatation catheter was used during an esophageal dilatation performed on (B)(6) 2011. According to the complaint, the nurse opened the package and observed that the distal tip of the balloon was bent and the balloon appeared to have an 'abnormal shape'. The balloon appeared to be not folded properly, bunched up. The nurse handed the device to the physician and he attempted to insert it into the working channel. The device would not advance through the scope. No vacuum was applied during insertion. The procedure was completed with another cre balloon. There were no patient complications reported as a result of the event. The patient's condition at the conclusion of the procedure was reported to be stable.